Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2022 due to feeling discomfort in their chest. Interrogation revealed that the right ventricular lead was not capturing, even at max capture. The r-waves were also measuring smaller than at implant. X-ray analysis revealed that their right ventricular lead had become dislodged. The physician determined the source of the discomfort to be mild pericarditis. On (B)(6) 2022, the patient's rv lead was revised and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and r-wave amp variation. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix retracted and clogged with blood/tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported events of failure to capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.